Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified an opening, and weight to the specification. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on anterior assessed as surgical damage.

Event description:
Healthcare professional additionally reported "hole."

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: additional data: b.5., d.7., g.1., h.6.